Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and replaced the ECG lead cable and the ECG trunk cable. The unit passed all fuctional test and was return to the customer use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b3, b4, b5, g3, g6, h2, h11.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had ECG signal unusable during use. There was no patient harm or injury.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had ECG signal unusable.